Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this system, with a right ventricular (rv) lead and non boston scientific pace generator, exhibited a high shocking lead impedance measurement. Technical services (ts) was consulted and advised obtaining guidance from the pulse generator manufacturer. No adverse patient effects were reported. This system remains in service.